Event description:
The reporter stated he had received an er1 message several months ago, and that he had not sought medical intervention due to the er1. He stated that he had cardiac bypass surgery last month. He further stated that he has never had blood sugars over 350 mg/dl. He requested a fast take meter as replacement for his surestep meter.